Manufacturer narrative:
G1: device manufacturer address 1: 1735-1 kinseicho yamadai aza numagatani. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the titanium adapter and the transfer set. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Additional information was received clarifying that the titanium adapter was made by hayashidera (non-baxter product). Therefore, the baxter titanium adapter is no longer considered a suspect product in this report. Should additional relevant information become available, a supplemental report will be submitted.